Event description:
On (B)(6) 2013, the nurse experienced a needle stick to her left index finger while trying to activate the safety device with one hand. Her finger went into the needle. The needle was contaminated from an (B)(6) patient. The nurse is now taking prophylactic medications for (B)(6). No further information is available.

Manufacturer narrative:
No product return is anticipated since it was discarded.